Event description:
The first day I used polident smokers denture cleanser in 2008, that evening, a few hours after the initial use and exposure, I first experienced the onset of urticaria or hives primarily over the torso of my body but also on my arms. I received the denture new 4 days earlier and, while I thought it had to be in some way related to the denture, it never occurred to me that the cleanser might be the irritant. I took benadryl to only partially relieve the symptoms for about a month, during which, I experienced swelling and increased sensitivity in my lips, inflammation and pain in my right pallet and symptoms of sinus infection. I did mention the hives to my dentist and that they seemed to be in some way related but he was not aware of anything that could cause the reaction. A month later, I had to leave work an hour early due to excessive itching, the benadryl didn't relieve it as well as it had in the past and that prompted me to conduct a yahoo search looking for allergic reactions related to dentures. While there were some links to pages describing allergic reactions to the denture material, the first link I clicked on was the "FDA public health notification: denture cleanser allergic reactions and misuse". That immediately made full sense because I hadn't gotten around to buying a denture cleanser for a few days, and it wasn't until original date, in the afternoon that I sat down, read the instructions and then used the polident smokers denture cleanser for the first time. I immediately removed the denture while finding other links that further described the problem including the fact that the porous portions of the denture are subject to strong absorption of the allergen, potassium monopersulphate. My symptoms were so severe, extending to more of my extremities, that I called off work the following day. In spite of not having used the denture since monday evening and having used benadryl, I woke up two days later, with one eye swollen half shut and my scalp covered with itchy welts in addition to those covering the rest of my body. I called off work again and visited my dentist around 9:00 am a month after the original date in late 2008. He recommended going to an emergency dept or urgent care, but I chose to make an appointment with an allergist. However, the symptoms cleared completely, a little over 48 hours after the last exposure. The following day, after having used many methods to clean the denture including ultra-sonic cleaning performed by my dentist, I used the denture for a half hour to eat a meal and removed it. It took about three hours for the hives to return the about forty-eight hours for them to subside again. I have contacted glaxo smitth kline and they are sending me a refund for the original purchase of polident along with the paperwork they require to seek compensation for the new denture that must be made. Dose: na. Frequency: every other day. Route: dental. Dates of use: 2008. Diagnosis: cleaning denture. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.